Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Recurrent bacterial vaginosis [bacterial vaginosis]. Yeast infection - vaginal [vulvovaginal mycotic infection]. Tampon had gotten stuck - vagina [foreign body in reproductive tract]. Foul smell coming from my vagina [vaginal odour]. Sureswab(r) advanced vaginitis plus test was positive for bacterial vaginosis and candida species [smear vaginal abnormal]. Cramping [dysmenorrhoea]. Tampon had gotten stuck. Stuck for over 2 weeks [incorrect product administration duration]. Case narrative: consumer reported via e-mail that the tampon was stuck in her vagina for over two weeks. No serious injury reported